Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of vial-mate adapters leaked. This occurred on the intensive care unit (ICU) during infusion preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 31, 2024 ¿ august 6, 2024. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device successfully reconstituted. No functional abnormalities were noted during the functional test. The device functioned as normal, and no leaking was observed while reconstituting. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.